Event description:
Djo surgical bayonet drill bit (part #803-15-008). At time of surgical preparation for cancellous bone screw during a total hip arthroplasty procedure, during normal use of the drill, the bit broke off while inside the patient. Per surgeon, multiple attempts to remove the broken drill bit were unsuccessful. He judged further attempts to remove the retained rill bit as having the potential for significant damage to the bone and decided to proceed with the surgery, leaving the retained drill bit in place. The recovered portion of the drill bit was measured at 15mm. Surgeon then estimated the length of the retained portion of the drill bit at 20mm. Surgeon anticipates no effects to patient of retained piece.